Event description:
Procedure: sigmoidectomy. According to the report: the physician used the stapler to cut the tissue but the staples did not close. I was need to suture manually (thick tissue). The surgery time exceeded more than 1 hour. The pt has cancer.

Manufacturer narrative:
Date initial report sent: 08/27/2009.